Event description:
It was reported that the customer received a button error alarm on the insulin pump after she was wearing it under her jumper. Her blood glucose level was 8.7 mmol/l nothing further was reported.